Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has exhibited low amplitude and undersensing for six months. X-rays were performed which showed no indication of dislodgement. The patient and system were further evaluated, and no other issues have been observed. It was decided to continue monitoring the patient. This lead remains in service. No adverse patient effects were reported.